Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
Reportedly, the user stopped responding to sounds since (B)(6) 2019. There was no high grade fever or jaundice, no redness on the implant site and no other medical issues reported. Reimplantation is being considered.

Event description:
Reportedly, the user stopped responding to sounds since (B)(6) 2019. The user has been re-implanted in (B)(6)2020.

Manufacturer narrative:
Conclusion:damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user stopped responding to sounds since (B)(6) 2019.